Event description:
Leakage: the original graft was surgically implanted for a repair of an abdominal aortic aneurysm in 1995. In 2001, an endovascular graft was inserted within this original graft because the original graft was leaking due to alleged holes.